Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. We traced back and reviewed our manufacture inspection record for past 5 years,· in which the duration is equivalent with explanation of sr·products. No irregular findings related by product-origin which may have potentially attributed the reported catheter damage, was found. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "do not attempt to re-insert a partially or completely withdrawn needle." With no device return, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that there was a rupture of the intervenes catheter. While removing the catheter it was observed that a rupture had occurred, leaving the catheter inside the patient. After 48 hours of use, the access was removed and it was observed that it did not have the corresponding teflon. The rupture occurred at the height of the catheter hub, so the entire catheter tube would have remained inside the vein. The physician informed that the puncture was made in the area of the elbow crease and that they think that its flexion during the 48 hours that the catheter was placed could be the reason for the rupture. The patient supported her cell phone on her chest and removed her arm to manipulate it. The nurse who removed it checked if the catheter had fallen in the bed or the floor but they could not find it. The catheter is radio-opaque they did several x-rays but could not find the catheter. For that reason, the patient remains hospitalized for this incident.